Event description:
It was reported that during an unk procedure, the blade tip broke off. Did not fall into the pt. The customer used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.